Event description:
Boston scientific received information that this patient¿s device was unable have telemetry established with it during a routine follow-up. The cause of the issue has not been determined at this time no intervention has been performed. The device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.